Event description:
It was reported that during a gastrectomy procedure, an error occurred. The device was checked at the field service. It was confirmed that the device was non-repairable. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may have result for an error code to occur.